Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) was dispatched and reported that the iabp was tested with a balloon and trainer. The fse was unable to duplicate the "leak in iab" alarm. The iabp passed all leak tests. The fse replaced the screw concealment label and the safety disk at 1000 hour interval. The fse verified the iabp calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab" alarm. There was no patient injury or adverse event reported.